Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "(B)(6) was explanting the mantis hardware from a l4-s1 case done by (B)(6). On the left side there was no l5 screw implanted. On this same side, the s1 mantis screw broke, previous to explant, within the vertebral body, beyond the pedicle (odd). The screw head and half the screw were removed. The rest of the screw was left in the body. The new implants were confirmed to be titanium. A new trajectory was taken with the new screw."